Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer reported that there are air bubbles in the reservoir. Customer's blood glucose at the time of the incident was 445 mg/dl. Customer stated that there is one large air bubble at the top of the reservoir and a few at the bottom. Troubleshooting was done and the customer was able to clear the air bubbles. Product is not being returned or replaced.